Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with loss of pacing output noted on the patient's pacemaker, resulting in dizziness, discomfort and bradycardia. No intervention or further adverse consequences to the patient were reported.

Event description:
New information received notes that pacemaker medicated tachycardia was noted on the patient's device. Surgical intervention was taken to explant and replaced on (B)(6)2023. No further adverse effects were reported.

Manufacturer narrative:
Reported event of pacing problem was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification and inspection of header and connectors did not find any anomalies that could contribute to reported event of pacing problem, battery voltage had reached end of service level during analysis. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.